Event description:
It was reported that the arctic sun device had a water cooling malfunction.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. The complete initial reporter phone number is (B)(6). The complete initial reporter customer name is the (B)(6) hospital. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section e: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a water cooling malfunction. Per follow up information received via mail on 03oct2024, it was reported that they repaired the device on the customer site. The problem was cooling malfunction, and chiller pump dc was defective. They replaced the chiller pump.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed chiller pump. The device was evaluated. The device generated an alert 113. T4 didn't cool down. The chiller tank had water in it. The piping of chiller assy froze a few minutes after the functional test. The chiller pump was replaced. The device passed all applicable testing and is ready for use. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,e,f,h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a water cooling malfunction. Per follow up information received via mail on 03oct2024, it was reported that they repaired the device on the customer site. The problem was cooling malfunction, and chiller pump dc was defective. They replaced the chiller pump.